Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed incoming functionality testing. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient alleged having "enter/exit wounds, burn marks" caused by an alleged treatment. The exact date of the alleged treatment was not reported. The patient reported being treated by the device but "did not get the full treatment". The patient reported that he was sleeping at the time and did not hear an alarm. Review of the download data does not indicate any treatment event. The patient spoke to his doctor but there is no indication that the patient received medical intervention. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.